Event description:
Stratafix pdo used for a total laparoscopic hysterectomy sometime in (B)(6). The patient experienced a dehiscence of the vaginal cuff on (B)(6) 2013 and had to undergo a second surgery. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. (B)(4) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the information provided. (B)(4). Item number sxpd1b401, stratafix spiral pdo knotless tissue control device, CT-1 - pdo 30cm, lot unknown.